Manufacturer narrative:
Journal article: three-year clinical outcome in all-comers with ¿silent¿ diabetes, prediabetes, or normoglycemia, treated with contemporary coronary drug-eluting stents: from the bio-resort silent diabetes study authors: eline h. Ploumen, rosaly a. Buiten, marlies m. Kok, carine j.m. Doggen, k. Gert van houwelingen, martin g. Stoel, frits h.a.f. De man, marc hartmann, paolo zocca, gerard c.m. Linssen, cees doelman, gert d. Kant, clemens von birgelen journal: wiley year: 2019 reference: doi: 10.1002/ccd.28536. There is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. Average age. Date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
An article titled 'three-year clinical outcome in all-comers with ¿silent¿ diabetes, prediabetes, or normoglycemia, treated with con temporary coronary drug-eluting stents: from the bio-resort silent diabetes study ' was submitted. The aim of the study was to assess the three years outcomes of the bio-resort participants by comparing patients with abnormal glucose metabolism with true normoglycemic patients. The bio-resort randomized trial was performed with total of 3,514 pci all-comers were enrolled at four study sites. All coronary syndromes and lesion types were permitted, and there was no limit for lesion length, reference vessel size, and number of vessels to be treated. Patients were treated with either a non medtronic sirolimus-eluting stent, a non medtronic everolimus-eluting stent or the resolute integrity zotarolimus-eluting stent and no statistically significant differences were found. 988 of the bio resort participants who had no known history of diabetes participated in this bio-resort silent diabetes study. Three year follow up was available for 986 of all 988 patient's and it showed that patient's with previously unknown silent diabetes had higher incidence of tvf which was driven by periprocedural mi and cardiac death. Follow up showed that patient with previously unknown prediabetes had higher incidence of preprocedural mi. Both prediabetes and silent diabetes were independently associated with tvf. After the first 48 hr, the rates of tvf, target vessel mi, and target vessel revascularization were low and did not differ significantly between metabolic groups.

Manufacturer narrative:
Additional information: the follow-up journal article titled 'final 5-year report of the randomized bio-resort trial comparing 3 contemporary drug-eluting stents in all-comers' was submitted for review. The aim of this follow-up article was to assess 5-year safety and efficacy of all-comers, as well as patients with diabetes, treated with ses or ees, versus durable polymer zes. Five-year follow-up was available in 3183 of 3514 patients. The main end point tvf occurred in 142 of 1169 patients treated with ses, 130 of 1172 treated with ees, versus 157 of 1173 treated with zes. There was no significant between stent difference in the individual components of tvf and other secondary clinical end points. Very late definite stent thrombosis rates were low and similar. In patients with diabetes, tvf did not differ significantly between stent groups. B7. Relevant history codes updated. Ploumen, e.h., pinxterhuis, t.h., buiten, r.a., zocca, p., danse, p.w., schotborgh, c.e., scholte, m., tjon joe gin, r.m., somi, s., gert van houwelingen, k., stoel, m.g., de man, h.a.f., hartmann, m., linssen, g.c.m., liefke, van der heijdenc., kok, m.m., doggen, c.j.m., von birgelen, c. 'Final 5-year report of the randomized bioresort trial comparing 3 contemporary drug-eluting stents in all-comers'. Journal of the american heart association, n. 11 2022, doi: 10.1161/jaha.122.026041. Pmid: 36346050. Correction: patient gender medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.